Manufacturer narrative:
(B)(4). The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation. Additionally, after the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that 1 month and 19 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 32n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii) and bone graft was placed.